Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a hysterectomy procedure. According to the complainant, during the sling portion of the procedure, a vessel was hit on one of the patient's sides and the patient lost 600-800 cc's of blood. The procedure was reported to be several years ago; an exact date is unavailable.

Event description:
It was reported to boston scientific corporation that the exact event date and procedure date are unknown. The event occurred the year the physician first joined the united hospital center (uhc). The physician joined uhc in (B)(6) 2005 but is no longer practicing at this hospital. It was also reported that the patient did not have any relevant medications or preexisting medical conditions and was not hospitalized longer than the standard length of stay for the surgeries performed, which was one to two days postoperative. Follow up visits with the patient determined that the patient was fine and no further medical intervention was planned.